Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The distal tip has fractured away and was not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl surgery, a 6mm diameter hamstring graft was prepared. A 6mm tibia endoscopy drill bit was used for the tibial tunnel, and while inserting the 7mm x 25mm biosure regenesorb screw into the tibial tunnel, the screw thread got damaged. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Preliminary visual inspection showed the distal tip has fractured away and was not returned. Bio debris is present.